Manufacturer narrative:
(B)(4).

Event description:
It was reported that following an implant, the pts' toe and calf twitched. Pt indicated if she decreased stimulation to where it did not twitch, she did not feel the stimulation. She did not know if it was helping her, as the stimulation was for retention. Pt said there was burning over the device. Pt had an allergic reaction after surgery so did not change the stimulation for a couple of weeks. A couple days later, she reported pain at pocket site when she touched the implantable neurostimulator (ins), "like it is on fire". On (B)(6) 2011, pt reported never having therapeutic effect. During a bladder ultrasound the previous day, she was still retaining urine. She experienced fecal incontinence prior to having the implant but it has gotten worse since the implant. On (B)(6) 2011, allergic reaction to the wires related to swelling at the ins site was reported based on an allergy kit result. On (B)(6) 2011, it was reported that the device had been explanted. Add'l info has been requested, but was not available as of the date of this report.